Event description:
Boston scientific received information that this device showed <.5 years remaining longevity while the battery gauge was indication 1/3 battery life remaining and had not triggered elective replacement indicator (eri). It was noted that auto capture was at 3.5volts. The autocapture was recalibrated and the battery expectancy showed 2 years of longevity remaining. It was noted that this patient had frequent ventricular ectopic episodes resulting in functional undersensing on the right ventifulc channel during atrial pacing. Interrogation showed ventricular pacing followed by back up ventricular pacing, which was the explanation of high output thresholds. At this time the device remains implanted, and a follow up was scheduled.

Manufacturer narrative:
Should additional information become available this investigation will be updated.